Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4) powered off automatically. No additional information was provided. The patient's status information was requested but the customer did not provide a response.